Event description:
It was reported, a pt will undergo an unanticipated revision surgery on the (B)(6) 2010, because of the fracture of a gamma 3 nail. No adverse consequences reported at the time of this report.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.